Event description:
It was reported that the ventilator turned off during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the control and monitoring printed circuit boards (pcbs) but the issue persisted. The fse replaced then the dc/dc pcb in which resolved the issue and sent back for further investigation. After the replacement of the dc/dc pcb, the ventilator passed all functional and safety tests and was cleared for clinical use. The dc/dc pcb converts the internal dc supply voltage (+12v_unreg) into the following internal dc supply voltages: +24v, +12v, -12v, +5v, and +3.3v. If this pcb fails to convert the voltage to any of these specified levels, it will disable the associated pcbs or modules within the ventilator. The returned dc/dc pcb has been checked visually, it was possible to identify a burned integrated circuit. This component is part of the +24v converter circuit. No further investigation is needed as a failure in this component will disable the conversion of the voltage from (+12v_unreg) to +24v. The conclusion is that the reported ventilator has failed to meet its specifications due to a burned integrated circuit inside the dc/dc pcb. A correction of field # d1 brand name, # d4 version or model #. D1 brand name previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before the implementation of UDI numbers in manufacturing.